Event description:
It was reported that the patient received a vibratory alert due to high impedance. Physician will monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received noted that both the ICD and lead were explanted due to high impedance.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.